Event description:
During a perc renal procedure an issue with icesphere plus needle was observed. The doctor noticed the shaft of the icesphere needle started to collect frost. The patient's skin was covered with saline to prevent frostbite. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection identified solder flux on the surface of the sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. There was no injury to the patient.